Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted into the pt and inflated the occlusion balloon to 5mm and occluded the vessel, checked the fluoro, and could see the balloon and the vessel was occluded. The physician stented the lesion. The physician then removed the stent delivery system and inserted the aspiration catheter and looked on the fluoroscope and noticed that the occlusion balloon had deflated. The physician attempted to reinflate the occlusion balloon and it would not reinflate. The device was removed and replaced with another to complete the case.